Event description:
I had to have explant and capsule removal. Due to the risk of textured allergen implants and cancer, due to capsular contracture and other auto immune symptoms and asia . I.e. Anxiety, brain fog, dry mouth and eyes, sensitivity to noise and light, memory loss, bruising easily and worsened raynauds symptoms.